Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device was completed on 4/11/2024: the pump was tested with the testing protocol for incorrect software issues. The pump was powered on and the pump was confirmed to have the incorrect library. There is record on iqos of the pump being sent the incorrect library configuration, and no record of the correct library being downloaded. The pump's outer box was labeled with a sticker with the correct item code and library, but the incorrect library was configured to the pump. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. [Reference complaint # (B)(4).

Event description:
On 05/19/2022, infutronix received a report from a healthcare facility that the pump was configured incorrectly. The reporter indicated that the pump had an incorrect library configuration. No patient was involved in the reported event. Device was returned for evaluation.

Manufacturer narrative:
This is a follow-up correction to update the following sections: device manufacturer date the original submitted initial MDR stated manufacture date was 9/23/2020, which has now been corrected to 6/9/2017.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are other complaints on this device, see it 2024n-0417, it2024n-0572, and (B)(4) in cq which this is an extension of. Analysis of the returned device was completed. The pump was tested with the testing protocol for system error alarm / motor function. The pump's event log was pulled as part of the investigation and upon review it was noted there was no evidence of a system error at all during the pump's infusion history there were also several upstream occlusion alarms in the infusion history, 49 in total, as seen by the alarm code "e04". A 100 ml infusion was ran on the pump, using the current parameters of 2.2 ml per hour. The infusion was unable to complete successfully as the pump abruptly powered off before finishing. A new battery was put into the pump and the battery level was reset. The pump ended up powering off after the pump ran again, but there were no "system error" alarms noted at all. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device not performing to specification. This complaint is part of CAPA.